Event description:
The olympus representative reported the gastrointestinal videoscope was a demo scope. When the scope was received, there was still normal tap water in the auxiliary water channel. The representative noted that tap water can contain bacteria, which can result in hard to remove biofilm formation. The scope was stored before being completely dry. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned and evaluated where it was confirmed that tap water remained in auxiliary water channel. The reported event of microbial contamination was not confirmed as the scope has not been microbiologically tested to date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk." "When aerating the endoscope channels, the air pressure used for manual drying should be 0.2 mpa or more but less than 0.5 mpa (=2 and if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to correct device return status, refer to d9, h3 and h6.

Manufacturer narrative:
Correction: h3 - the device was sent for independent microbial analysis but has not undergone a physical evaluation to date and h6 - updated/corrected investigation findings. This report is being supplemented to provide additional information based on the microbial analysis and updated legal manufacturer¿s investigation. The device was sent to an independent laboratory for microbial analysis and no microbial was detected. The investigation determined that the following may have contributed to the failure: ¿ in the repair center, work at the water drain process was inadequate. ¿ there was a defect in jig that was used in the water drain process, air pressure was not within the specification value. If additional information becomes available, this report will be supplemented. Olympus will continue to monitor the field performance of this device.